Event description:
Baxter (B)(4) received a report that one (1) infusor sv 2 device experienced a no flow after filling. There was no patient involvement and no patient injury and medical intervention. The device was filled with 5-fu and glucose. No sample is available. No additional information.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. A batch review was conducted which found no nonconformances.